Manufacturer narrative:
Concomitant medical devices: 5076-52 lead, implanted: (B)(6) 2007.

Event description:
It was reported that during a treadmill test, the patient experienced a sudden drop in heart rate. It was observed that the atrial lead was not properly tracking p-waves, and there was evidence of post-ventricular pace t-wave oversensing (twos) on the right ventricular (rv) lead. Reprogramming was attempted to resolve the issues, but was initially unsuccessful. Further reprogramming will be discussed, and the leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.